Manufacturer narrative:
The echocardiography images as received on cd rom were submitted to an independent consultant for interpretation. The results are as follows: the mitral bioprosthesis has an abnormal appearance, with diffuse thickening and immobility of the lateral cusp, and focal thickening of the basal aspect of the septal cusp; the third cusp is not visualized. There is severe central mitral regurgitation. This appearance of a bioprosthesis is seen occasionally, and suggestive of neither typical thrombus nor typical vegetation. Rather, it might represent an idiosyncratic, possibly immune-mediated, reaction to the bioprosthesis tissue. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: this valve was explanted after an implant duration of 13.8 months due to regurgitation. The valve is a model 7000tfx carpentier-edwards magna mitral valve, size 27 mm, serial number (B)(4). The valve was not returned to edwards for evaluation. This evaluation was performed at the [reporting hospital] and was limited to visual observation and minor probing of the leaflets. The [hospital] directed the evaluation through a [third party investigator], in the presence of the [hospital] legal counsel. Edwards' personnel were permitted to visually evaluate the device in conjunction with the [third party investigator]. Echocardiographic images of the valve prior to explant were previously reviewed by an independent consultant. In summary, there is a bioprosthesis in the mitral position exhibiting severe central regurgitation with one leaflet, the lateral cusp, thickened, retracted, and immobile. A representative from edwards lifesciences research and development was present at the evaluation, and provided the following: visual observations -- the valve was stored in a plastic jar in formalin solution since being explanted on (B)(6) 2010. The jar contained four items: the explanted valve, a section of leaflet cut from the valve, and two pieces of apparent host tissue. There is no visual evidence of calcification. Typically, calcification is present in the form of mineralized nodules in the leaflets. There were no mineralized nodules observed on any of the leaflets. Confirmation through x-ray imaging or histopathology analysis was not performed. A section of leaflet #2 is missing. It was stated by the surgeon that this section of the leaflet was excised to facilitate explanting the valve. The piece of leaflet in the storage jar appears to be the missing section of leaflet #2. The size and shape of this piece approximates the cut section of the leaflet. It was noted that all three leaflets were stiffer than a new unimplanted valve when probed with forceps. This is typical when the tissue is exposed to blood and subsequently stored in formalin. The absorbed proteins are cross-linked by the formalin resulting in increased leaflet stiffness. It was also noted that leaflet #3 was stiffer than the other two leaflets. The free edge of leaflet #3 is rolled back toward the outflow side, resulting in a central hole and is most likely the primary cause of the observed regurgitation. Host tissue is present on the outflow surface of leaflet #3, covering approximately two-thirds of the leaflet surface. The host tissue is fibrous in appearance, having a sheet-like morphology in some areas, and appearing as a bundle of tendrils in other areas. The host tissue appears to extend under the curl of the leaflet, but this could not be confirmed during the visual observation of the valve. There is also extensive host tissue overgrowth in the inflow surface of the curled leaflet, covering approximately two-thirds of the leaflet surface. Extensive host tissue is also seen on the remnant of leaflet #2. Host tissue is present on both the sewing ring and leaflets. A continuous section of host tissue is present from commissure #1 to just beyond commissure #3 and extending onto the surface of leaflet #3. The host tissue appears thick on leaflet #3 near both commissure #1 and #3. There also appear to be areas where host tissue has broken off as seen by the sharp edge of the tissue on the sewing ring. In addition, the host tissue extends down commissure #1 between leaflet #1 and leaflet #3. Method: portion of leaflet was cut from the device. Additional manufacturer narrative: the report involves a female patient in her (B)(6) who had a 7000tfx placed in (B)(6) 2009. She began experiencing symptoms in the first few months and subsequent studies demonstrated severe mitral regurgitation. She subsequently required an explant 13 months later. At that time, she had another 7000tfx implanted. As part of the investigation, edwards lifesciences requested the echocardiography and the valve back for testing. The [hospital] risk management team, in conjunction with their legal department, made a decision not to release the valve to edwards. After months of delay, they enlisted a third party to examine the valve and honored edwards' request to be present during the evaluation. Edwards lifesciences research and development report concluded with the following: from the visual evaluation of the explanted valve, it appears that the regurgitation observed in vivo was likely due to the curled free edge of leaflet #3, creating a central hole leakage path. It seems likely that the curled free edge of leaflet 3 resulted from host tissue overgrowth and retraction on the outflow surface of the leaflet. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
A patient reported blood glucose results of "228 mg/dl" with a lifescan meter and "135 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported by (B) (4) ¿ edwards, clinical field specialist via e-mail. E-mail stated that she had a surgeon call her yesterday. She has a patient who received our magna mitral valve one year ago. The cardiologists called her yesterday saying that the patient has wide open mr. The surgeon was planning on viewing the echo today. (B) (4) is wondering if we have seen any issues with early explants with our magna mitral. Do you have any insight? Dr (B) (6) and I plan on speaking to the risk management department to make sure we can get the valve back. In the past, this hospital has not released valves to us. Called (B) (4) on 5/7/10, she stated that the device is a 7000tfx of unknown size. Dr (B) (6) is to schedule the patient for surgery within the next two weeks. Additional information was provided on 5/27/10 by sales rep (B) (4) and additional information was entered under duplicate complaint number (B) (4). The device implant duration was 13.83 months due to a calcified leaflet. On explant, the doctor had to cut out one of the leaflets in order to remove the valve. The "bad leaflet" remains intact with the valve. The good leaflet was removed and will be returned with the valve. The device will be released to the sales rep as soon as the patient's husband signs the release form. DHR has been started. 6/02/10 call from (B) (4) - cra, left message on voice mail regarding device is not available due to case is in legal hold, but she has an echo to return. 06/02/10 call from sales representative (B) (4) confirmed that complaint number (B) (4) is a duplicate of (B) (4). On 06/03/10 echo received from (B) (4) will be sent for a third party evaluation.

Manufacturer narrative:
No product return this event was determined to be reportable per edwards lifesciences procedures. The event was learned through e-mail and via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device and operative report, however the device is not available for return due to it is in a legal hold.

Manufacturer narrative:
Additional manufacturer narrative: to date, edwards lifesciences has not received the subject device for evaluation and analysis despite multiple attempts with the user facility. However, a third party examination and analysis (gross and microscopic) of the valve was performed at the hospital, and the (B)(6) 2011 report concludes the following: "based on the presently available information: the malfunction of the bioprosthesis was not caused by the surgeon or hospital staff's failure to properly prepare the valve for implantation. The malfunction of the bioprosthesis was not caused by a suture looping over the valve struts. The malfunction of the valve was most likely due to the valve having being defective. Further investigation of the valve would be necessary to determine a specific cause(s) of the valve malfunction." Edwards lifesciences will continue attempts to return the subject device in order to determine and confirm the etiology of the reported tissue stiffening/curling via a complete and thorough analysis (histology, x-ray...etc), as recommended in the report conclusions above.